Manufacturer narrative:
Initial.

Event description:
It was reported that the user received an occlusion alert while using an infusion set (contact detach), and the alert resolved after the user changed the infusion set. Symptoms included no reported changes in blood glucose. Outcomes included no injury and no medical intervention or hospitalization. Investigation included troubleshooting and user education performed by support personnel. Investigation of this case revealed that the occlusion was consistent with an infusion set issue that resolved with replacement, and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable infusion set occlusion.